Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during inspection of synthes spine cervical removal set, the extraction screwdriver was discovered broken. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 352.311, supplier lot 530369e06 (synthes lot 5266731; 5301191; 5326368; 5333253; 5333393; 5333394): release to warehouse date: june 29, 2006; august 04, 2006; august 31, 2006; september 26, 2006; september 11, 2006; september 18, 2006; october 23, 2006. Supplier: beere precision medical instruments. Manufacturing record evaluation showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection, it is observed that the tip of the drive shaft was broken. Thus, the reported complaint condition is confirmed. It is also observed that there are few rusting spots on the surface of the device. The device is also missing a component, inner shaft. The etch also started to fade and difficult to read. Dimensional inspection cannot be performed due to the post manufacturing damage. The relevant drawings were reviewed; no design issues or discrepancies were found during this investigation. Visual inspection, and document specification review of the received device was performed. A definitive root cause could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.